Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 420 mg/dl. Customer treated their high blood glucose via insulin pen. Customer advised their blood glucose was high due to the insulin pump not having insulin and they drank apple juice. Customer was advised a replacement battery cap would be sent out since they lost their battery cap.